Event description:
It was reported that the customer had high blood glucose levels of 150 mg/dl. The mother of the customer reported a motor error from the insulin pump during priming. The mother of the customer also reported a couple of no delivery alarms from the insulin pump. Troubleshooting was done. The customer reported that the insulin pump was not exposed to any strong magnetic field. The customer was able to rewind the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. The customer also reported that the infusion set for the insulin pump was changed but they still received a no delivery alarm on both instances. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Manufacturer narrative:
The insulin pump passed the displacement test, basic occlusion test and excessive no delivery alarm test. However, the insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. No unexpected no delivery alarms or motor error alarms were noted. The motor was tested outside of the device and passed. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, a cracked case at the reservoir tube window corners, and cracked battery tube threads.